Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. Customer's mother reported they had changed out their infusion set twice and changed the battery, but the alarms persists. The customer's blood glucose was 224 mg/dl. Troubleshooting did not occur as the mother stated the alarm was from a past event. Customer's mother requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).